Event description:
Received notice of complaint concerning above product from director of nursing. Spoke with chief tech (dir of nursing and charge nurse out of facility until 6/4) regarding event. Reports that approximately one hour into the treatment a leak was noted at the mainline tubing to pump segment connection. Estimated blood loss approximately 50cc. Line changed, treatment completed without further incident. Actual sample available for evaluation. Will follow up with dir of nursing for required info. 6/4-spoke with charge nurse regarding event. Confirmed above info. Pt was stable throughout event. No intervention required. Medwatch filed based on blood loss only.